Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the cysto-nephro videoscope exhibited foreign matter on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the objective lens. There was no damage to the area where the foreign material was detected. Additionally, with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. The customer did not provide a cleaning, disinfection, and sterilization checklist, so it is unknown if there were any deviations. Whether there was a deviation from the IFU in reprocessing steps for the area where foreign material remained or not was unknown. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  " cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual." Olympus will continue to monitor field performance for this device.